Event description:
It was reported during the patient's permanent drg implant procedure, the physician accidently pulled a lead out of the epidural space while suturing the drg ipg into the pocket. The physician removed and replaced the lead and completed the procedure, postoperatively, the patient is reportedly receiving effective coverage.